Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After an ortho case, staff reported 2nd degree burns on the patient at the incision site. It is unknown how many burns the patient experienced or if any interventions were needed. Staff believe the burns were caused by saline run off. No further case details were available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.